Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4) after several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an open surgical procedure, after the device was used to cut the bowel at the first firing, the jaw could not be opened even though the release button was pushed. It was confirmed that the knife returned to the home position and the stroke count indicator showed '0'. Although the jaw was not opened, the bowel slipped laterally and came off from the jaw. The operation was finished without any problem. Another device was used to complete the case. There were no adverse consequences for the patient.